Event description:
It was reported that the arctic sun device had low flow conditions from the clinicians. A functional check showed that in bypass mode the circulation pump was not able to maintain pressure lower than a circulation pump command of 59 percentage. Biomed discussed this was indicative of a failed circulation pump and the cause of the low flow issues observed by the clinicians. Per work order update on 19dec2022, biomed called and needed troubleshooting for calibration error. Per follow up information received via email on 11jan2023, stating they were having flow rate issues with their device in the past. They spoke in december, and they ran a calibration on it and found no issues. They sent the device back to the floor for use. The nurses were using it again and when they connected pads, they received low flow errors again. Biomed calling to talk to troubleshoot further.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A functional check showed that in bypass mode the circulation pump was not able to maintain pressure lower than a circulation pump command of 59 percentage. It is known that the device did not meet specifications and that the device was influenced by the reported failure. It is unknown if the device was in use on a patient. The device was not returned for evaluation. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had low flow conditions from the clinicians. A functional check showed that in bypass mode the circulation pump was not able to maintain pressure lower than a circulation pump command of 59 percentage. Biomed discussed this was indicative of a failed circulation pump and the cause of the low flow issues observed by the clinicians. Per work order update on 19dec2022, biomed called and needed troubleshooting for calibration error.